Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead exhibited noise over sensing on high ventricular rate episodes which had led to pacing inhibition. No intervention or procedure was reported. The patient had no consequences.